Event description:
It was suspected that a fragment of the renew handpiece insulation peek tubing might have come off and remained in the body. The dr was unable to conclude if it was a 2 mm piece of the shaft seen at the time of x-rays after operation. The shadow of 2 mm piece disappeared later when dr took x-ray again. The peek insulation is not radiopaque. It cannot be seen with x-ray.

Manufacturer narrative:
The device was not returned for a complete investigation. Customer stated complaint that a piece of the peek tubing broke off and fell into the pt. Photograph on file of the renew handpiece indicated that the peek tubing at the distal end sustain damaged and a small piece were missing. The reason for the peek tubing damage is undetermined, possible resulted from the peek tubing coming contact with a sharped instrument or a hard object cause by user error. Lot history review did not reveal any similar complaint.